Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported that he rec'd treatment at the hospital 2 different times due to hyperglycemia that was caused by bent infusion cannulas. The first time he went to the hospital was on (B)(6) 2011, and he was discharged on (B)(6) 2011. Pt had been throwing up and had blood glucose from 400-500's mg/dl. Pt was treated with an insulin drip. Then, on (B)(6) 2011, pt threw up again and had blood glucose from 400-500's mg/dl. His daughter transported him to the emergency room. He was admitted to the hospital and discharged on (B)(6) 2011, and he was treated with an insulin drip. Pt was advised to not use the infusion device following this. Normal blood glucose is approx 200 mg/dl. No error messages were rec'd on the infusion device. There were no issues with the preparation, insertion, or removal of the infusion set. There was no insulin leakage. Insertion device was used to insert the headsets. Pt noticed this issue about 1 day after the headset was inserted. No product will be returned for eval. Product was replaced.